Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for intravascular ultrasound examination. During the procedure, the screen was completely dark, and no image was displayed. However, after flushing again, imaging became possible, suggesting that air ingress was the cause. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: this investigation has been assigned a conclusion code of cause not established following a review of the reported event details and available information. In this case the device was not returned for product analysis therefore limiting the identification of a most probable causes of the reported complaint. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the complaint.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for intravascular ultrasound examination. During the procedure, the screen was completely dark, and no image was displayed. However, after flushing again, imaging became possible, suggesting that air ingress was the cause. The procedure was completed with another of the same device. No patient complications were reported.